Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer called in for purchase of a new uim (user interface module). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator's uim (user interface module) is frozen on start up. Touch screen calibration cannot be performed as well. At this time, there is no information regarding patient involvement associated with the reported event.